Event description:
Boston scientific received information that this product was part of a system revision due to infection. It was reported that this implantable cardioverter defibrillator (ICD) was explanted and was attached by tape to the patient's shoulder. It is being used as a temporary external pacemaker since the patient is pacemaker dependent. There were no additional adverse effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.